Manufacturer narrative:
Date rec'd by MFR: 19aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the base and caster. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. A follow-up report will be submitted once the report is submitted.

Event description:
It was reported that thread were pulled from the stand base assembly. There was no patient involvement.